Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4). This medwatch is being resubmitted due to stalled acknowledgements

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, bleeding, dyspareunia and neuromuscular. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy w/excisional biopsy, anterior / posterior repair and lysis of adhesions. It was reported that patient underwent mesh revision on (B)(6) 2007 due to pelvic pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion of implanted vaginal mesh and other prosthetic materials to surrounding tissue. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.